Event description:
The customer complained that the siderail would not stay latched.

Manufacturer narrative:
The tech determined that the right foot siderail latch pins needed to be cleaned and lubricated. This resolved the issue and the bed operated within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.